Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutting blade was found blur. The surgery was completed with the new blade. Procedure details and patient impact were not reported.

Manufacturer narrative:
One opened clearcut intrepid 2.4 sb knife, in sheathing in a blister was received for the report of burr on a keratome. The sample was visually inspected and found to be conforming, no burr on the blade. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photo shows the blade of the knife. Reported issue cannot be confirmed from photo. The returned sample was found to be visually conforming, therefore burr on a keratome as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the clearcut knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).